Event description:
It was reported that pump displayed repeated altitude alarms despite being within normal operating altitude and having unobstructed speaker holes, which led to insulin suspension. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to clean speaker holes, reconnect cartridge, and then load new cartridge, but alarms continued after insulin was resumed, so insulin therapy was switched to multiple daily injections while a replacement pump was arranged under warranty, with customer instructed on storage mode, reprogramming pump settings, reconnecting continuous glucose monitor, and returning malfunctioning pump using prepaid label.